Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer's blood glucose level was 192 mg/dl. There was a temporary delay in clearing the alarm and resuming insulin delivery. The customer indicated a backup pump would be used temporarily to manage diabetes.